Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the extension was removed on 2019-01-09, as it had a loose wire coming out of it. The rep also mentioned that the 74001 adaptor was removed. They stated that the extension will be returned to the manufacture. It is unknown if the patient feeling stimulation at their lead/extension site has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-11-21. It was reported the rep had been at a normal ins battery replacement. Impedances were fine before the case. During the replacement of the ins, it was noticed by the healthcare provider (hcp) that the conductor was protruding through the insulation. They tested the impedances again and they were no longer within normal limits, indicating a possible open circuit. Impedances were high. They could not replace the extension, as a compatible extension was not available. The patient¿s weight was 150 pounds. No patient symptoms were noted. No action was taken to resolve the problem due to lack of available replacement extension. The hcp will refer the patient to have an extension replaced by another hcp. The cause of the extension issue was not determined. The affected extension was still implanted and will possibly be replaced at a later date. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning consumer with an implantable neurostimulator (ins) for unknown indication. It was reported that the manufacturer representative (rep) was at a case for the patient and the healthcare provider (hcp) noticed that the extension appeared to have a wire poking out of it, but impedances were fine. The rep indicated that by wire poking out he meant that one of the conductor wires seemed to be protruding from the insulation of the extension body. The rep wanted to know what extension would be compatible with the lead if the extension needed to be replaced in the future. It was reviewed the lead is no longer made. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), product type: extension. Correction: eval code method corrected (B)(4) since no reports have been received that the extension was explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that since implant, the patient has felt stimulation in the area of the extension and lead connection. An exploratory surgical device evaluation and possible revision was scheduled to occur on (B)(6) 2019. The rep called to review device compatibility in case device replacement would be needed. Device compatibility was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that there was a failure/malfunction. They added that the extension wire was coming out of the plastic. The device was returned to the manufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID#: 748951, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor was broken in the body of the extension. If information is provided in the future, a supplemental report will be issued.